Event description:
Pt had a re-wire due to a non-union on an unk date. Pt was implanted with ti sternal locking x-plate on (B)(6) 2012. Post operative x-rays were taken that showed the plate was implanted correctly. Two days post-op chest x-rays were taken and the surgeon noticed the center pin migrated out of the plate and the plate separated. Surgeon has no plans at the moments to revise the pt. Surgeon noted this is the pt's secondary closure so the surgeon is waiting to see if he will remove the plate or not. This was a revision surgery to re-wire due to non-union. No synthes implants were implanted prior to the revision surgery.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.